Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of unknown area failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 22 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to damage to the pump casing. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 22 malfunction events. A review of the events indicated that the one touch ping model pump experienced damage to an unknown area of the pump. These reports were received from various sources. The patients associated with this allegation ranged from 10-75 years of age and between 18 and 200 pounds. Of the reported patients, 7 were male and 15 were female.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of unknown area failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.